Event description:
The patient underwent a ptca with stent placement. The artery was closed with a mynx angio-seal device. Eleven days later, the patient was readmitted to the hospital with gross purulence and pain to the right groin site. The patient underwent right groin exploration, drainage of abscess, debridement of surrounding tissues, and vein patch repair of the right femoral artery. The cath lab staff contacted the representative, who indicated that he had spoken with the cardiologist, and had put the physician in touch with the vp of clinical affairs.